Event description:
A complaint was received from a customer that reported that sometimes the blood drop does not appear in the display. The customer stated that they wasted a lot sensors because of this. While on the phone a review of the system was conducted. It was learned that the "blood drop" icon would only be illuminated on occasion. Also the "hundreds" digit appeared to have a shadow. A request was made to return the unit for evaluation and in the meantime a replacement unit was provided.